Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level ranged between 110-111mg/dl.